Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic and did not receive therapy during the oversensing. Programing changes were made. Patient&#38112;condition is stable.